Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 0.01". This would cause the instrument to slip when grasping tissue. When driven on an in-house system, the instrument failed the grasping test. The grips were not found to be cracked. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraesophageal procedure, the cadiere forceps instrument was slipping off unspecified bowel tissue resulting in a rip/tear in the bowel. The customer stated that the tear in the bowels outer layer was repaired with suturing. The procedure was completed.